Manufacturer narrative:
(B)(4). Guide wire: (2) whisper es; guide cath: launcher 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating a heavily calcified, non-tortuous, 80% stenosed, de novo lesion in the proximal right coronary artery. After placing a whisper es guide wire, the 3.5 x 12 mm xience xpedition stent delivery system (sds) was advanced and failed to cross the lesion due to the patient anatomy. A second whisper es guide wire was then used for additional support and the sds was advanced again. The sds again failed to cross at the proximal part of the target lesion. The sds was removed from the anatomy and the stent was noted to have dislodged in the artery. A 1.25 x 15 mm non-abbott balloon dilatation catheter (bdc) was used to attempt to pull the dislodged stent back into the guiding catheter; however, it failed to do so. A 3.0 x 20 mm bdc was then used and was able to successfully deploy the stent in the target lesion. No additional treatment was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.